Event description:
Unit went into low pressure alarm and stopped cycling while on pt. No pt harm. They did have to bag pt and switched to backup vent. Unit alarmed low minute volume alarm. Then shut down with no alarms.